Event description:
The device was returned to the service center with a customer contact report of will not turn on with dc power. This does not indicate a reportable event. However, during verification testing at the service center, leakage from the disposable batteries was noted in the battery compartment of the device.

Manufacturer narrative:
During testing, leakage was found from the disposable batteries in the battery compartment. The device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.